Manufacturer narrative:
Batch reviews performed on 4 may 2026: liner: versafitcup cc trio 01.26.3644hct flat pe hc liner d 36/e (k120531) lot: 2526511: (B)(4) items manufactured and released on 04-dec-2025. Expiration date: 2030-nov-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Ball heads: mectacer 01.29.208 mectacer head biolox delta dia.36 12/14-s (k112115) lot: 2529452: (B)(4) items manufactured and released on 26-nov-2025. Expiration date: 2030-nov-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Revision surgery on due to hip luxation at about 3 months after primary surgery. Liner and head revised successfully.